Event description:
A customer reported a cartridge alarm 20 occurring during pumping. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. To resolve the issue, tandem technical support arranged to send a replacement pump with updated software and provided instructions for returning the problematic pump. The customer was informed about using multiple daily injections as backup therapy and received guidance on storage mode and shipment procedures.